Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a robotic laparoscopic sigmoid resection, the anastomosis site failed 7 days post-operatively. There was bowel leak at the anastomotic site and it had fillet about 330 degrees. It was noted that there was a difficulty removing the stapler from the cavity after firing. It was also noted that they got 2 good donuts and there were no leaks when the leak test was performed. The patient hand to be re-operated because of the sigmoid bowel leak. A temporary colostomy was performed as a result of the leak.